Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after installation of the prosthesis, the screw of the abutment fractured. At the time of removal the fractured part, the implant came together, showing its non- osseointegration. The patient presented bone type iii and immediate load was performed.